Event description:
It was reported that during post implant of realize band, the patient reported no restriction and requested to have the band removal. During band removal procedure it was noted that tubing was disconnected and had been for some time. Band port and tubing were disconnected and removed. There was no reported patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The velocity port with locking connector and tubing strain relief (tsr) were returned for evaluation. Upon visual inspection, it was observed that the actuator ring from the velocity port was returned in locked position, hooks were deployed. Biological debris was observed around actuator ring and hooks. The locking connector was returned in locked position. The septum and port body were damaged. A large scratch was observed on the septum. Dimensional analysis of the returned components was performed with respect to tubing connection, and all measurement performed on this met specification. A blockage and leak test was performed on the velocity port with a successful result, no leak or blockage was found. The hooks cannot be retracted, biological debris impeded the mechanism, therefore injection port was immerged in koh solution (24h), and a new functional test was performed on the injection port with a successful result. The complaint cannot be confirmed; product analysis confirmed that device dimensions around the connection tubing met specifications. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.